Manufacturer narrative:
(B)(4). The blood pump was evaluated by the manufacturer, berlin heart (B)(4). Visual inspection shows padding (air padding) between 2 layers of the triple layer membranes. This indicates a defect of the air-side layer membrane. Further evaluation by the manufacturer of the disassembled pump revealed a hole in the air-side layer of the membrane on the rolling radius of the stabilization ring. Abrasion was determined between the air-side and middle layer of the membrane. Abrasion was most probably caused by local failure of graphite coating of the membrane. Graphite particles formed due to the abrasion between the layers caused increased friction at points which finally led to the defect in the air-side layer of the triple layer membrane. When defect occurred in the air-side layer, air will get in between the air-side layer and middle layer and forms air cushion. This will reduces the pump performance.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(4) 2015 (178 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The excor blood pump in question was not returned for analysis yet. Failure investigation is therefore pending.

Event description:
Manufacturer was informed by the hospital that on (B)(6) 2015 they exchanged the excor blood pump of a patient supported in lvad configuration with our excor vad system, due to diminished ejection behavior of the excor blood pump. The excor blood pump showed a padding between the membrane layers of the triple layer membrane. The patient was not negatively affected by the exchange of the excor blood pump itself. Manufacturer was informed that patient's clinical condition is stable after the exchange.